Manufacturer narrative:
D.1 common device name: blood specimen collection device; intravascular administration set d.1 medical device type: jka h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set, a ruptured tubing causes extravasation of blood. No patient impact or injury reported.

Manufacturer narrative:
H.6 investigation summary material #: 367363 lot/batch #: 3262931. Bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and functional draw testing and no issues were observed relating to hole in tubing / leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hole in tubing / leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set, a ruptured tubing causes extravasation of blood. No patient impact or injury reported.